Event description:
It was reported that this patient's right knee was revised. Tibia construct was loose. Patient was revised to a 4f/3t tibia component with 10mm tibia augments, 2mm offset, 16 x 80mm splined stem and a 4x17mm ps insert. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of tibial loosening. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and relevant clinical information were not provided. D4: corrected d10: concomitant devices (B)(6), 02-010-06-0340 - tru cc femoral size 4 right (B)(6), 02-010-06-0541 - tru post. Aug. Size 4, 5mm (B)(6), 02-012-50-3011 - tru tib aug 1/2 size 3, 5mm (B)(6), 02-012-50-3011 - tru tib aug 1/2 size 3, 5mm (B)(6), 02-012-60-1440 - tru stem ext 14mm x 40mm (B)(6), 02-012-61-4000 - tru offset stem ext coupler, 4mm (B)(6), 02-012-64-1480 - tru fluted stm ext 14mm x 80mm blast (B)(6), 02-022-35-4015 - truliant tib imp ps insert sz 4 15mm (B)(6), 200-02-35 - three peg patella 35mm (B)(6), 201-78-15 - holding pin mini sharp point 4 pk (B)(6), 203-96-64 - sawblades ez1913.m62 90x19, 1.27mm strkr5/6/7 (B)(6), 208-05-04 - cc distal fem augment sz 4, 5mm (B)(6), 208-05-04 - cc distal fem augment sz 4, 5mm (B)(6), 521-78-23 - threaded pin size 2.3 collared 2pk (B)(6), 521-78-31 - threaded pin size 2.6 collarless 2pk g4: corrected h6: corrected component and investigation clinical codes.